Manufacturer narrative:
One device and two pictures were received for investigation. Upon visual and physical inspection, the customer complaint of an eyelet tear was confirmed. The tear is consistent with the type of tears that result in use of sharp edges coming into contact with the eyelet such as velcro or metal clips being used instead of the IFU approved trach connectors. A device history review was conducted and no discrepancies were found.

Event description:
It was reported that during pre-check, a tear in the eyelet was found. A second device was used to continue with the procedure.